Event description:
It was reported by the customer that when using the bd pyxis¿ medbank mini, users were unable to run the device remotely since the device did not have log me in site name. The customer stated that this malfunction caused a delay in dispensing the medications to the patient. However, there were no adverse events or injuries reported due to this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 01-oct-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station had no logmein application. A technical support specialist collaborated with customer to connect the cabinet to logmein as "model drug - new northpointe (sync)" and assigned it to the model drug group. The tsc configured the remote support specialist. The issue with issuing medications was due to the drawers not being enabled for preselect during the initial setup, which allowed the cycle counts but not the medication issuance. The system functioned as intended after the technical support specialist troubleshooted the device.